Event description:
A biomedical technician reported a saline bag back filled 15-20 minutes into recirculation. There was no pt involvement. The flow pressure release valve was replaced. The machine did not have further issues after the repair.

Manufacturer narrative:
Investigation findings to date indicate the reported malfunction occurred in idle mode during dialysis mode. The user visually observed the sale bag refilling with dialysate during circulation. There have been no adverse events associated with this reported issue. This report is being investigated by the manufacturer via a CAPA. The investigation is pending, a supplemental MDR will be filed at the completion of the investigation.